Event description:
A customer activated a pd on (B)(6) 2011 at 5:13pm. About 1 hour later she experienced a bg of 287 mg/dl (after eating 65 grams of carbohydrates and administering a meal bolus of 8.10 units). Over the next 2 days she experienced bgs that ranged from low 200s to mid-400s mg/dl. Her pdm history also shows that she consumed carbohydrates throughout the day and delivered a bolus each time; the boluses ranged from 1.85 units to 10.6 units. The customer was "rushed" to the ER on (B)(6) 2011 at 2pm with a bg of 390 mg/dl and she was "registering the highest ketones possible." She was admitted to the hospital and treated with an insulin drip. Her bgs came "back down" and she was released on (B)(6) 2011. Pod was lost and will not be returned for evaluation.

Manufacturer narrative:
The pod was lost and therefore not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs and hospitalization. Product lot qualification records cannot be reviewed since no lot number was provided. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." Noticing increasing bgs early on allows the user to act quickly and approximately, thereby reducing the duration of elevated blood glucose levels.